Event description:
The customer reported being in the emergency for a motorcycle accident caused by low blood glucose of 28mg/dl. The customer mentioned that the stress causes his lows and unexpected. Then the customer posted that his doctor had changed the settings on his insulin pump temporarily because his stress, which caused him to go down. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.